Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failures was partially confirmed. However, the reported cuts out and displayed a green screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken video cable, stripes on the image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image defect and cuts out and displayed a green screen. The event occurred during the equipment check prior to the procedure. The procedure was completed with another device. There were no reports of patient harm.